Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2018-02864. It was reported that the patient's stimulation was auto-reducing, due to high impedances caused by lead migration confirmed via x-rays. As a result, the patient's leads were explanted and replaced with a different model. Therapy was restored post-op.